Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. The inspection method for the suggested event is described as follows in the operation manual for ltf-s190-5/10"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced white balance repeatedly. Implementation button malfunction, fuel balance malfunction. The issue occurred during preparation before use for an unspecified therapeutic event. The intended procedure was completed with another similar device, and no delays were reported. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.